Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: testing was unable to duplicate reported complaint. No defect was found. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and requested a new pump because the patient had been having high blood glucose readings. Animas has made multiple attempts to contact reporter for more information. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the non-specific allegation of pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.